Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The ¿no image output¿ likely occurred due to faulty video cable or connection failure of the video cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during preparation for use, his olympus video system center was not displaying an image. According to the initial reporter, the staff replaced the video cable and the device began to function normally. There was no patient harm or consequence reported as a result of this event.